Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to shutting off without user input, which was observed during evaluation. The discovered symptom 'unit shuts off by itself' was determined to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it shuts off without user input. There was no patient involvement.